Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('device migration'), salpingitis ('benign tubal epithelium with focal chronic inflammation') and embedded device ('extending from the left uterine cornua into the myometrium') in an adult female patient who had essure (batch no. 624846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy menstrual bleeding, worry, genital bleeding, painful periods, urinary frequency, uterine fibroids, cystocele, abnormal uterine bleeding, overactive bladder, dysmenorrhea, cervicitis, adenomyosis, leiomyoma nos, pregnancy test negative, dysmenorrhea, stress urinary incontinence, bladder pain, cystitis interstitial and enlargement uterine. Previously administered products included for an unreported indication: yaz and loestrin. Concurrent conditions included cystocele and rectocele. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injuries"). The patient was treated with surgery (hysterectomy +bi-so/total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the device dislocation, salpingitis, embedded device and psychological trauma outcome was unknown. The reporter considered device dislocation, embedded device, genital haemorrhage, pelvic pain, psychological trauma and salpingitis to be related to essure. The reporter commented: a device was placed in the right tube with 2 coils noted and a similar procedure was carried out on the contralateral side with 5 coils noted. Discrepancy noted in date of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: findings were consistent with obliteration of the fallopian tube canals. The patient tolerated the procedure well and left the department in good condition. Lot number: 624846; manufacturing date: 2007-07; expiration date: 2009-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital hemorrhage, salpingitis, embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, patient's date of birth, medical history, lab data added. Events: extending from the left uterine cornua into the myometrium and benign tubal epithelium with focal chronic inflammation and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('device migration') in a female patient who had essure (batch no. 624846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injuries"). The patient was treated with surgery (hysterectomy +bi-so). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Lot number: 624846, manufacturing date: 2007-07, expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('device migration') in a female patient who had essure (batch no. 624846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injuries"). The patient was treated with surgery (hysterectomy +bi-so). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the device dislocation and psychological trauma outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot no added . Case become incident. Event pelvic pain , abnormal bleeding, psyche injury and device migration added. N outcome of event pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.